Event description:
It was reported that this brady lead exhibited lead dislodgement. This brady lead was explanted, replaced with same model and will not return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead exhibited lead dislodgement. This brady lead was explanted, replaced with same model and will not return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.